Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was about 3 weeks ago their stimulator no longer worked. The pt was trying to recharge the ins and when trying to recharge the controller went from 100% to out of charge for it told them the controller was not charged; during that time the ins did not charge at all. The pt plugged the controller into the ac power supply and there was a yellow light above the screen while the controller was unresponsive. The pt had been unable to call the las 3 weeks since they were sick; the controller screen was still unresponsive and the yellow light above the screen was still constant. During call pt verified no damage to the controller charging port. Pt removed the controller battery and plugged the controller into the ac power supply, pt verified the controller turned on. Pt put the battery back into the controller and verified the controller was charging. The troubleshooting steps that were taken on the call resolved the issue. Patient called back repeating previously documented information and shared that they were able to charge the implant to full but when they went to turn their stimulation on, it stayed on for about 10 seconds and then would shut off. Patient confirmed they tried changing groups and/or programs but had no success and that they didn't do anything. Patient confirmed adjusting their intensity but still didn't feel stimulation. Patient confirmed they had a fall where they fell flat on their hands and knees. Patient added that they fell walking forward. Agent reviewed that their fall may had impacted their therapy and that this was a therapy issue not an equipment issue. The patient was redirected back to their healthcare provider to further address the issue and to meet with a medtronic representative in person for potentially reprogramming to better optimize their therapy. Patient mentioned historical information in that they were reprogrammed before and it didn't do any better but got worse.